Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked. Additionally, it was reported that the insulin gauge displayed an inaccurate fill estimate. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined to provide any additional information and declined troubleshooting.